Event description:
Account reports incident on 2/14/97 in which device noted to be "leaking" around y-junction during tpn and lipid infusion. Reportedly, "no observable cracks". No negative pt outcome reported.